Manufacturer narrative:
Device evaluation: three used suspect devices were returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record revealed no exception documents. The complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator broke during use at 900 psi. No harm or injury was reported. The customer reported three defective devices but did not provide any further information or clinical details about the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.